Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 371283ar was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any relevant non-conformances . The lot meets release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 - 3. On (B)(6) 2016 inratio inr = 1.6. On (B)(6) 2016 inratio inr = 1.7. On (B)(6) 2016 inratio inr = 1.5. On (B)(6) 2016 inratio inr = 1.6. On (B)(6) 2016 inratio = 1.5; lab inr = 2.4. Due to back surgery on (B)(6) 2016 patient self tester was off warfarin 5 days prior to (B)(6) 2016 and resumed warfarin 2 days after (B)(6) 2016.

Manufacturer narrative:
The meter associated with the complaint was returned for investigation. Retained strips tested on the returned meter met accuracy criteria. The customer's complaint was not replicated during in-house testing. Additionally, the returned meter met functional and thermistor testing requirements during investigation. A review of the entire in-house testing history for strip lot 371283ar was conducted. In-house testing on the reported strip lot meets release criteria. Manufacturing batch record review did not uncover any relevant non-conformances. The lot meets release specifications. The impedance curves associated with the customer's reported results were statistically analyzed. The inr results of 1.5 inr from (B)(6) 2016 and 1.6 inr from (B)(6) 2016 were determined to be normal in shape, while the inr result of 1.5 from (B)(6) 2016 displayed a weak-slope change. Weak-slope and abnormal slope changes are known to contribute to discrepant results, this issue related to the algorithm software on the meter and was addressed in (B)(4). An impedance curve with an abnormal or weak-slope change has been identified in CAPA-(B)(4) to contribute to a potential discrepant result. Further investigation is being performed under (B)(4)for this issue. Removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system (monitor). Model #: removed inratio pt/inr test strip and added the monitor model 200432. Lot#: removed inratio pt/inr test strip lot number and included serial number of monitor as above. Removed the monitor as a concomitant medical product and added the inratio pt/inr test strips. The 510k#: removed the inratio pt/inr test strip 510k# k092987 and added k072727 to reflect the inratio2 pt monitoring system. Labeled for single use?: changed from "yes" to "no" since the monitor is not a single use device. Usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device.